Event description:
Event description cpi received information that this boxed implantable cardioverter defibrillator (ICD) exhibited two long charge time measurements during pre-implant testing. The physician elected not to use this device.